Event description:
The user of the suspect device said it reads 100 points higher than normal. They also said they were admitted to the hosp. At the hosp their glucose was normal. They said controls were in range on the system. The device was replaced and requested to be returned for evaluation.